Event description:
Spontaneous report. Hhrn nurse stated they started patients¿ infusion today and the curlin pump was squeezing the tubing, causing the pump to keep sounding for down occlusion. Even when nurse tried to move/realign tubing the pump would still squeeze it nurse also stated the pumps air sensor was overly sensitive/inaccurate and kept sounding with alarms. Nurse unable to continue using the pump as the air inline alarm kept sounding. Nurse requesting replacement pump, added to profile and open order. The nurse did confirm she was able to stop the infusion and continue administration via gravity. Confirmed no medication was lost or dose missed. Confirmed no adverse events were experienced by patient due to pump problems. Confirmed the faulty pump is still in their possession and return box was included in the open order for patient to return back to (B)(6). Serial# (B)(6). No further information to provide at this time. Reported to (B)(6) by: health professional.